Event description:
Related manufacturing ref: 3005334138-2021-00539. During an atrial fibrillation procedure, the patient experienced an allergic reaction. After providing sedation to the patient, inserting an orotracheal tube into the patient to clean the skin with isodine and while inserting the sheaths to femoral vein of the patient, dark circles appeared around the eyes and eczema appeared from face to foot. Several minutes passed, but the dark circles and the eczema did not disappear. The orotracheal tube and the sheaths were removed and the dark circles and the eczema disappeared. The procedure was postponed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown.